Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic liver cancer surgery, while the device was being applied to the liver parenchyma, there were poor staple formation and the staple line was incomplete. The event caused blood loss of more than 500cc which needed a blood transfusion of 9 bags, there was an unanticipated tissue loss, the surgical time was extended by 30 minutes or more and the hospital stay was extended by 10 days. The staple line was fixed by manual sewing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.